Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump had stalled. It was noted that the physician scheduled the patient for surgery right away. It was stated that the patient was admitted because ¿hers was really bad¿, which was unclear in meaning, but was seemingly a reference to the patient¿s symptoms. The surgery had been performed on the next day. Later that same day, it was reported that the pump had stalled ¿out of the blue¿. The drug used in this system was unknown.